Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient cannot charge their ins but the controller is saying the ins is full which she doesn't understand since the controller stated she couldn't charge. Caller was not with patient at time of the call and didn't have any further information. Troubleshooting could not be performed at the time of the call. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had implant done 3 weeks ago and recharger was showing her implant as fully charged in the last 3 days but it was not fully charged. Patient reported she was not getting all coupling bars when charging. Patient services (ps) had patient connect with the recharger (insr) and it the insr showed implant was 75-100% charged and the ins sufficient screen came on. Insr was 100% charged and therapy was on and patient was getting all the coupling bars. Troubleshooting resolved the reported issue. No symptoms reported. No further complications were reported/anticipated.